Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding the device "remained locked during the procedure"? Was the device locked on tissue with the jaws closed? Yes on cystic artery. If yes, how was the device removed from the tissue? The device has been removed by pulling it out (torn tissues) after securing the artery thanks to another device (using an additional trocar). Were the device jaws able to be opened? Unk.

Event description:
It was reported that during an unknown procedure, the device remained locked during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91v9z : the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 2 clip were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 partially formed clip due to an anti-backup failure. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup failures however, no conclusion could be reached as to what may have caused this condition. In addition, 8 clips were found inside tube. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.